Manufacturer narrative:
Adverse event or product problem, outcomes to adverse event: the patient required amputation on the treated limb. This is being reported as a follow-up to the clinical registry. Tests/laboratory data: patient information regarding relevant tests or laboratory data is unknown. This information was not available from the facility. Report source: foreign- (B)(6)/ study name: (B)(6): patient ID# (B)(6). Device evaluated by MFR: during the index procedure, the product worked as intended, thus no product evaluation was required. Per the IFU, amputation is listed as potential complications/adverse events.

Event description:
It was reported through a clinical registry that during the index procedure on (B)(6) 2018, a stellarex catheter was used to treat the target lesion of the left mid sfa. Approximately 9 months post index procedure, the patient experienced acute ischemia of the left leg. A major amputation on the left leg was performed on (B)(6) 2018.